Event description:
The patient completed the magnetic resonance scan on the intera achieva. The pt left exam room but on their return there was one 2nd degree burn behind the left shoulder and one 1st degree burn behind the left knee.